Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a fatal error has occurred on the underlying data source. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was issue. A technical support specialist was connect to the device fsh_5tnw. Open sql server management studio through the command shell. The current database size was 8521.38 mb. Execute the database shrink query. The new database size was displayed as 6950 mb. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error has occurred on the underlying data source. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.